Event description:
Customer reported via phone call that they were hospitalized. The blood glucose reading was 377 mg/dl.

Event description:
The customer called back to perform a high pressure test. The customer stated that the tubing clamp was new with no damage visible. No alarm occurred with the first high pressure test and the customer was advised to change the entire set, reservoir and insulin. The high pressure test was repeated and the insulin pump did alarm for no delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4)